Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of product leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the maxzero needleless connector, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: the customer confirmed that the reported event which as a leak was not noted from an ICU medical product, but it involved one of your products.